Event description:
It was reported that transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. Intraoperative transesophageal echocardiogram (tee) revealed that the closure device was canted and flow was going underneath the fabric. There was no shift in the device. The patient was kept on blood thinners and no other intervention was performed or planned. Two (2) years and five (5) months after watchman implant, the patient experienced an acute/subacute stroke. Two (2) years and eight (8) months after watchman implant, the patient presented to the emergency department with double vision and unsteady gait. Magnetic resonance imaging and computed tomography was performed with no sign of stroke. The patient was diagnosed with a tia, was restarted on eliquis 5mg twice daily and aspirin 81mg daily and discharged the following day.